Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer exercised and then fell asleep and experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the contact woke the customer up to treat bg. The customer drank gatorade, consumed a banana, and set a temporary basal rate to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.